Manufacturer narrative:
This issue was resolved for the customer by replacing the 300 newton gas cylinder.

Event description:
It was alleged that a young patient was in the emergency department for intoxication. The patient was laying flat on the stretcher when she threw up and aspirated. It was reported that suction and oxygen was applied to the patient and there was no injury as result of the event.

Manufacturer narrative:
The information reported in this event was received while investigating the event reported by the user facility in mw5068221. This new information reported in this event occurred during the originally reported event however was not originally reported in the event reported in mw5068221.

Event description:
It was alleged that a young patient was in the emergency department for intoxication. The patient was laying flat on the stretcher when she threw up and aspirated. It was reported that suction and oxygen was applied to the patient and there was no injury as result of the event.